Event description:
It was reported that approx six months post filter placement, it was identified that one of the filter limbs had perforated the vena cava. Reportedly, the problem was identified on CT during a f/u examination related to other medical conditions. There was no injury to the pt and the pt was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device remains implanted; therefore, a product eval could not be performed. The result of the investigation is inconclusive as no images were provided for review. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.